Event description:
Treatment of an aneurysm located in the ica (internal carotid artery). There was already an enterprise stent in place at the targeted landing zone. The stent did not fully cover the aneurysm neck. The patient was on dual anti-platelet therapy. On (B)(6) 2013, the patient underwent pipeline embolization treatment to fully cover the aneurysm neck. The patient expired a few days after the procedure due to a vessel rupture.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. One of the contraindications listed in the instructions for use is "patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location." "The presence of other indwelling endovascular stents may interfere with proper deployment and function of the ped." (B)(4)